Event description:
It was reported that cartridge change errors occurred with multiple cartridges during the load sequence. In addition, it was reported that multiple cartridge alarms (alarm 20 and alarm 30) occurred. Customer reverted to an alternate form of insulin therapy. Customer¿s blood glucose level was not impacted.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.